Event description:
It was reported that the right ventricular lead exhibited high impedance and high capture thresholds. During the procedure, the right atrial lead damaged during laser lead extraction of the right ventricular lead. Both leads were explanted and replaced. The patient was in stable condition.